Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retained samples were simulated use tested and no issues were identified. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder lost the safety cap when the operator tried to engage it. No serious injury, no medical interventions. No mucous membrane exposure was reported.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.